Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg highest 560 mg/dl). Infusion set and cartridges were returned. Bolus and insulin injection were used to address bg. Customer temporarily reverted to using an alternate pump for insulin therapy. Pump system check was performed and pump was found to be functioning properly. Customer used humalog for 3 days. Tandem technical support informed customer that humalog was labeled for 48 hours. Reportedly, customer resumed insulin therapy using the tandem pump.